Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2016 the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician suspected a perforation and aborted the procedure. We have been unable to obtain additional information surrounding this event.